Event description:
It was reported electrode connection wires of the inquiry catheter became exposed to the blood pool and the distal tip developed a separation from the catheter sheath. The catheter was inserted and it was noted that the catheter tip was not responding in the normal manner. The physician removed the catheter and during inspection noted the distal tip had become separated from the catheter sheath and the electrode connection wires were exposed. The catheter was replaced and the procedure was successfully completed with no consequences to the pt. Additional info was requested but was unavailable.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.